Event description:
It was reported that the pt received an acetabular cup on (B)(6) 2010 and underwent revision surgery on (B)(6) 2012 due to pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with EU durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the u.s. Which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this cause is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers the case as closed. (B)(4).